Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates both the brake and brake/steer casters are not working. The brake will set but does not hold.